Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead triggered an impedance warning for low impedance and insulation break was suspected. The lead remains in use. No patient complications have been reported as a result of this event.